Event description:
It was reported that following a cataract surgery plus trabecular microbypass stent system procedure, one (1) of two (2) stents was observed to have dislodged approximately eleven (11) weeks postoperatively. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon ways to manage the dislodged stent, including treatment options depending on the stents positioning in the anterior chamber (ac). Through additional follow-up, the surgeon described the postoperative visualization of the stent as "inverted 180 degrees, and wedged in angle at 6:00 on gonio". Per report, there was no adverse impact to the patient, and the surgeon plans to monitor the patient. The report noted the event as "resolved for now".

Manufacturer narrative:
Additional information: the device remains implanted; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).